Event description:
Customer reported and interlock failure during boot up. No pt injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and could not duplicate the reported problem. Customer suspects someone inadvertently hit the fast stop button. System operates as intended. (B) (4).